Manufacturer narrative:
Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. A maquet service technician had just performed preventative maintenance on this system when he noted that the facility was using blue ultrasonic gel instead of maquet paste. He suggested they run the system using the maquet paste to see if there results were better. The customer called back the next day to inform the service technician that they used the paste and the system worked properly w/o complications.

Event description:
It was reported that the rotaflow lost the flow reading and error com was displayed. The unit was replaced during the procedure. No pt effect was reported. (B)(4).